Manufacturer narrative:
Siemens healthcare diagnostics has investigated the incidence of patient samples being dispensed into an aliquot well that quality control or calibration material from a vista vial has already been dispensed into. It has been confirmed that the issue can occur on dimension vista instruments that use software versions (B)(4) during conditions requiring a system reset. An urgent field safety notice (ufsn), ufsn 13-49: dimension vista 500/dimension vista 1500 aliquot well double dispense, was sent to customers outside of the united states in june 2013. Customers in the united states were sent an urgent medical device correction (umdc), umdc 13-49: dimension vista 500/dimension vista 1500 aliquot well double dispense in june 2013. The ufsn/umdc instructs customers to check for pending quality control or calibration tests if the system requires a reset and if so, to restart the software prior to processing patient samples.

Event description:
A discordant, falsely elevated microalbumin (malb) result was obtained on one patient sample (sid (B)(6)) on a dimension vista 1500 instrument. The sample was rerun on an alternate instrument and resulted lower. It is unknown if either result was reported to the physician(s). During a review of the instrument files, it was discovered that the patient samples for multiple patients tested for malb, beta-2 microglobulin (b2mic), total prostate specific antigen (tpsa), carcinoembryonic antigen (cea), immunoglobulin m (igm), immunoglobulin g (igg), and immunoglobulin a (iga) had been dispensed into aliquot wells that quality control material had already been dispensed into. Some samples were rerun on the same instrument. It is unknown if any discordant results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the patient samples being dispensed into the same aliquot wells as quality control material.